Manufacturer narrative:
(B)(4). The ach235 device was not returned for evaluation, but a device history review was obtained for lot number 108091. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
It was reported on (B)(6) 2021 a patient underwent a mitral valve repair on bypass with left atrial appendage management procedure. During the ach235 atriclip placement the clip would not release once all 4 sutures were cut and the clip would not slide from the device. While the physician was trying to detach the device off the clip, some bleeding occurred below the clip at the base of the appendage. Physician repaired appendage with an endocardial suture. This was a procedural related complication.